Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited crosstalk oversensing. Technical services (ts) recommended reprograming options. No adverse patient effects were reported. This device remains in service.